Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 9.0 x 20 x 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at nominal atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 9.0 x 20 x 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at nominal atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure. It was further reported that the target lesion was located in the iliac artery.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center.